Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 680 mg/dl and moderate ketones. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 8 hours later with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not have the pump available for a system check with tandem technical support. Additionally, customer was using cold insulin. Reportedly, the customer reverted to manual injections for insulin therapy.